Event description:
The customer reported that the system displayed a filament regulator fail error message. This event occurred inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver printed circuit board was replaced. The generator and the filament were calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.